Manufacturer narrative:
The account found the head up valve was not working. He removed, cleaned, and reinstalled the valve to repair the bed.

Event description:
The account alleged the head section will not rise on this bed. The head section will also not rise from the calibration screen.